Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose. The customer¿s blood glucose level was 410 mg/dl. The customer reported that the insulin pump received no delivery alarm which was resolved by complete set change. The reservoir will not be returned for analysis.